Event description:
A report was received that during a lead revision, the physician explanted the ipg. The patient did not think the ipg was working properly as it would shut off randomly and the patient would received error messages after she would leave the airport. The patient was instructed on how to clear the error messages and the ipg database analysis confirmed the ipg was working properly. However, since the physician could not confirm the device was working properly, he chose to replace the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The reported error code does not indicate a device malfunction. Increase of reset count by magnetic field is a natural phenomenon. The reset count 23 is acceptable. Strong magnetic energy from security scanners at airports could energize the reed switch of the ipg, which will reset the device. The device functioned as expected. Abnormal resets did not occur during the analysis of the device. The complaint of the device turning on and off at random times couldn't be confirmed.